Event description:
N/a.

Manufacturer narrative:
Updated fields: d4 (UDI #), d9, g3, g6, h2, h3, h10. Corrected field: d4 (serial number). The lamp module replacement mlx (001320lx) was returned for evaluation, along with the 00mlx xenon lightsource that the lamp module replacement was used with. Failure analysis - the lamp module replacement was received in used condition. Visual and functional checks were performed on the lamp. Visual inspection identified that the top and bottom of the lamp had melted. Functional inspection identified that the 00mlx lightsource did not turn on. Root cause - the reported complaint was confirmed. It was determined that the issue of the lamp module melting was most likely due to overheating caused by the fan malfunctioning in the 00mlx unit. The issue of the fan for this 00mlx unit malfunctioning was most likely due to a power supply failure caused by routine use and wear. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the casing/plastic top and bottom part of the mlx lamp module replacement (001320lx) melted when installed in the light source. The device shut off after a few minutes. The problem was discovered before a procedure. No patient injury or death occurred. No surgical delay was reported.